Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial cannula, it was reported that the cannula tip was sharp and relatively hard, making it prone to vascular injury during puncture and insertion.the cannula was used to establish cardiopulmonary bypass, and an aortic dissection occurred. Under ultrasound guidance, the artery was cannulated using the puncture method. The patient suffered arterial injury, resulting in an aortic dissection. The patient was urgently transferred to the operating room for descending aortic stent placement. The patient's condition gradually improved and they were discharged after recovery. The device was replaced. There was no further adverse patient effect associated with this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that there was no damage noted on the bio-medicus nextgen femoral arterial cannula upon visual inspection, and after removal from the patient. The cannula appeared structurally intact, with no signs of tearing, kinking, or material failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.